Event description:
Information received on 2/08/07 that indicates it appears about 2 or 3 years ago an infection with sutures occurred on an infast device. No further information was provided and it is uncertain if the component was removed.